Event description:
The manufacturer received information alleging a ventilator failed testing. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.